Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 4.0.2. Operating system: bp4a.251205.006.s936usquaczf1. Hardware: sm-s936u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced itching and bumps on the skin while wearing pods. It was reported this was not down to one specific pod, but instead, an ongoing issue and that the patient experiences the same issues with their dexcom sensors. The patient consulted a dermatologist and was prescribed an antibiotic cream.